Event description:
The patient was hospitalized due to hyperglycemia. The reported sequence of events were the patient changed site, tubing and cartridge in the morning. That afternoon patient's blood sugar was greater than 600. Patient also states they started their menstrual cycle. That night the patient went to the ER where their blood sugar was 700 and the patient was admitted. The patient states their blood sugar was brought down with lantus insulin injections and the pump was left on for a basal rate. The am of the 2nd day the patient's blood sugar was 73. The patient also confirms they did not change their site, tubing or cartridge after their blood sugar first went up. The patient reported that the problem may have been with their site, cannula, hormones or the tubing but the physician insisted they try a new pump. Patient also stated the doctor said there was a clot in their lung which may have contributed to the high blood sugar. The device will be returned for evaluation, to ensure that it is functioning corrrectly and did not contribute to the reported incident.